Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's wife reported that last year her husband had unknown quantity of wafers from unknown total quantity of market units that had an off centered starter hole. She stated that she used them anyway and as a result of the starter hole being off center, she had poor wear time. No photo is available at this time.